Event description:
It was reported that during a nephrectomy procedure, at the beginning, the clip worked well. However, after three firings, the clip formed a twisted formation, which easily fell from the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Latch posts the analysis results found that the er420 instrument (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; in addition, the instrument did not lock out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred; no conclusion could be reached as to what may have caused this condition.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.